Event description:
It was reported during in clinic follow up that the right ventricular lead exhibited low pacing impedance, far p-wave oversensing, and r-wave amplitude variation. Insulation breach was suspected. Further information was requested, but not yet received.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.